Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he believes a piece of the introducer needle has broken off inside his skin. The customer had inserted the sensor in his left side of his abdomen, above the waistline. The customer stated that he was able to remove part of sensor, but the introducer needle is still inside, and feels like a splinter. The customer stated that he would be visiting his doctor if unable to remove it. Nothing further was reported.